Manufacturer narrative:
The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in (B)(6). The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Wound healing times may vary depending on the type of surgery or incision. Lack of adequate tissue coverage, local trauma, or infection may result in exposure and extrusion of the expander. This has been reported with the use of steroid drugs or after radiation therapy of breast tissue. If tissue breakdown occurs and the breast tissue expander becomes exposed and removal may be necessary, which may result in additional scarring and/or loss of breast tissue. One of the causes of extrusion is generally the size of the pocket. When it is very small, the device is placed too close to the suture line and may contact it, causing folds in the breast tissue expander. This requires correction of the pockets (including an increase in size so the expander can rest comfortably without bending and is not in immediate contact with the suture line). It is necessary to clean the pocket and replace the expander, followed by an antibiotic treatment to avoid the failure of the process. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Brazil. Literature case - in the literature publication ¿breast reconstruction using smooth, non-magnetic radiofrequency identification port tissue expanders: outcome analysis and risk factors in 471 reconstructions¿, 8 patients experienced wound dehiscence after a breast reconstruction process using tissue expander and required an unplanned reoperation. No additional information is available.